Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient did not have an infection. That was an idea suggested by the emergency room at an outside hospital.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an infection occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. However, the patient now has an infection that is possibly associated with the device.